Event description:
Customer called stating that the meter is reporting low results. They received a result of 30mg/dl, compared to the paramedic''s result of 214mg/dl. They were treated with an IV of glucose. Customer asked to return meter for further eval, and a replacement was provided.